Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monitor and power switch assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the right monitor of the 9800 system did not come on when the system was powered up. It was also noted that the light in the power switch is out. There was no report of patient injury.